Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak; however, factors that may contribute to leaks include, but are not limited to, material damage, interactions with other device accesories or interaction with lesion calcification and tortuosity. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a totally occluded and de novo lesion in the mid right coronary artery (rca). A 4.0x18mm xience proa stent delivery system (sds) was advanced without reported issue; however, a leak was identified at the guide wire notch when the device was inflated to 10 bar. The sds was removed without reported issue, and post-dilatation was performed with a 4.0x15mm nc trek at 18 bar with good results. There were no adverse effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.